Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test due to no button response. Unit had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The electronic assembly and motor assembly had moisture damage.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. The customer reported being in an auto accident and that the vehicle rolled into water. Blood glucose level at the time of the incident was 161 mg/dl. The customer stated that his blood glucose level was 125 mg/dl shortly after the accident and was 127 mg/dl two hours afterward. The customer reported that he was wearing the insulin pump at the time of the accident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.